Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the line had been punctured causing a pin-hole which in turn resulted in the leak condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during dwell 1 of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The hp was walking to the kitchen and the patient line extension got caught on the cart. The cart has jagged edges and it created a pin hole in the line resulting in the leak. The hp closed all the clamps and disconnected. Renal therapy services assisted the hp in ending therapy and removing the cassette. The hp would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.